Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/16/2020. H.6. Investigation: customer returned four (4) loose 31gx8mm, 0.3ml bd insulin syringes. Customer reported the needles are coming off in the cap, they aren't drawing botox up properly. All 4 returned syringes were examined, and it was observed that all 4 syringes had a needle hub/shield assembly properly attached to the syringe barrel; removing the cannula shield from these 4 syringes did not result in hub separation. Next, all 4 syringes were tested for flow: all 4 were able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch # 9343301 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for incomplete bevel. There was one (1) notification [(B)(4)] noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that hub separates from device and are unable to inject during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 3 complaints) it was reported the needles are coming off in the cap, they aren't drawing botox up properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hub separates from device and are unable to inject during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 3 complaints). It was reported the needles are coming off in the cap, they aren't drawing botox up properly.